Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2010; 4396 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced ventricular tachycardia (vt), and it was suspected that the device pacing during the capture management test was the cause. The rep attempted a lead threshold test, and the patient immediately went into a vt rhythm that spontaneously terminated. Capture management was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.